Manufacturer narrative:
The vp was returned for evaluation. Failure analysis investigations was able to confirm the customer reported complaint. The unit was installed on an in-house system and during testing, the system error code 31030 was generated. The video processing distribution controller (vppd) would not connect. Investigations also found that the unit's ucc was bad. The video processor distribution controller (vppd) board and unit control card (ucc) will be replaced to repair the affected unit. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, a non-recoverable system error code 31030 occurred multiple times. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance, the site power cycled the system. The isi technical support engineer (tse) instructed the customer to power down the system and cycle the breakers on each console in the room. The system initially powered on, however, after a few moments the system error code 31030 recurred. Unable to resolve the reported issue, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported complaint. The fse found that the video processor (vp) was not responding and the light on the front of the vp was not illuminated. The fse replaced the vp to resolve the reported issue. The video processor (vp) processes video that is sent to the da vinci surgical system's core.